Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
String attached to tampon unraveled, made it next to impossible to remove- vagina. [Foreign body in reproductive tract]. String attached to tampon unraveled. [Device breakage]. String attached to tampon unraveled, made it next to impossible to remove. [Device difficult to use]. Case narrative: consumer reported via social media that the tampon string unraveled. No serious injury was reported.